Event description:
Pump declared alarm 20 during load process, causing cartridge alarm to recur. There was no reported impact to the customer¿s blood glucose level. Technical support assisted in loading a new cartridge and decided to replace the pump as the customer was unable to resume insulin therapy. Customer used multiple daily injections as backup therapy and was advised on sensor handling with the replacement pump. Instructions were given for returning the problematic pump.